Event description:
Caller reported experiencing cgm error 42, indicating an issue with the continuous glucose monitoring system. Blood glucose level values were not explicitly provided, but it was resolved as there was no further indication of adverse impact. Customer received guidance from technical support, which included a complete pump reset walkthrough, leading to the successful commencement of a new sensor session without recurring errors.